Manufacturer narrative:
The device and right ventricular (rv) lead remain in service. The field representative later reported the cause of noise was not able to be determined, but it was not believed to be due to the mv sensor, as feature that had not been programmed on in this device. A next follow up was scheduled for six months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, this pacemaker had a non-sustained ventricular tachycardia (vt) episode stored. The device was oversensing noise, resulting in pacing inhibition of more than two seconds, where the patient experienced pre-syncopal symptoms. The automatic gain control (agc) was reprogrammed from 0.5mv to 1.5mv to avoid sensing the noise. Technical services discussed further evaluation of the right ventricular (rv) lead. It was noted the pacing impedance on the rv lead was chronically high but not out-of-range, at 1115 ohms. The gain/scale of the printed strip did not allow determination of the morphology of the noise, so additional review of the episode on a programmer was suggested. If the noise was found to be the minute ventilation (mv) sensor, it was suggested to program the mv off since the patient was symptomatic. No additional adverse patient effects were reported.